Event description:
The customer called stating that the insulin pump alarmed when he changed the battery. Troubleshooting was performed and the insulin pump continued to alarm with two different batteries. Advised the customer that the insulin pump would be replaced. Advised the customer to revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not being plugged in properly. Unable to test for alarms due to the blank display.